Event description:
During pt treatment with cosmoderm 1 the needle disengaged and product was lost. There was no injury to the pt or to the injector.

Manufacturer narrative:
Medwatch sent to FDA on 07/30/2008.